Event description:
It was reported that during service and repair/pre-testing, it was observed that there was liquid coming out of the motor on the motor device. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had liquid coming out of it. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined be due to submersion of the device in liquid which is contrary to the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.